Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral and radial arteries. The 90% stenosed, 2.75mmx21mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified left circumflex (lcx) artery. After engaging a 6f non-bsc guide catheter coaxially, a non-bsc guidewire was crossed through the lcx. A 2x9 and 2.5x12 maverick balloon catheters were used to pre-dilate the lesion leaving 40% residual stenosis. A 24 x 2.75mm promus elite drug-eluting stent was advanced but was unable to cross the lesion. The stent was removed and the lesion was dilated with the same 2.5x12mm maverick balloon. The same 24 x 2.75mm promus elite drug-eluting stent was advanced and it was then noted that the hypotube was broken 20cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: above 18 years and older. Device evaluated by MFR.: promus elite ous mr 24 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 25.6cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found distal tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral and radial arteries. The 90% stenosed, 2.75mmx21mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified left circumflex (lcx) artery. After engaging a 6f non-bsc guide catheter coaxially, a non-bsc guidewire was crossed through the lcx. A 2x9 and 2.5x12 maverick balloon catheters were used to pre-dilate the lesion leaving 40% residual stenosis. A 24 x 2.75mm promus elite drug-eluting stent was advanced but was unable to cross the lesion. The stent was removed and the lesion was dilated with the same 2.5x12mm maverick balloon. The same 24 x 2.75mm promus elite drug-eluting stent was advanced and it was then noted that the hypotube was broken 20cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.